Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was pain at the generator site. It was noted that this may or may not be a problem with the generator. The outcome was ongoing. Interventions included a medication adjustment. No diagnostic tests were performed. The etiology was noted as possibly related to the device or therapy and possibly related to the procedure. The etiology was noted as implantable neurostimulator (ins) pocket. There was increasing discomfort at the generator site.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was pain at the generator site. The outcome was ongoing. No actions were taken as an intervention. No diagnostic tests were performed. The etiology was noted as possibly related to the device or therapy and possibly related to the procedure. The etiology was noted as possibly related to the device or therapy and possibly related to the procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. The patient reported increasing pain and discomfort at the generator site with constant burning like sensation. Relevant medical history included: spinal pain